Event description:
U joint screwdriver broke intra-operatively while surgeon was putting in the implant in the cervical spine area. Fluoroscopy used to verify plate and screw fixation. All broken pieces thought to be recovered and removed by the surgeon. No harm to patient.